Event description:
It was reported that "gold ring disconnected with 34 mm zero profile plate, plate exchanged for new plate, no further incident."

Manufacturer narrative:
Investigation is underway, but not complete. Investigation results will be submitted in a supplemental report.